Manufacturer narrative:
Manufacturing site evaluation: we received a complaint about one ns406r. According to the available information, there were no negative consequences for patient. The components were examined visually and microscopically. Tibia cutting guide has a metal burr on the side. Batch history review: the device quality and manufacturing history records have been checked for the available lot numbers and found to be according to our specification valid at the time of production. Two similar incident have been filed with products from the batch 52516441 (cc (B)(4) and (B)(4)) and two similar incident have been filed with products from the batch 52516440 (cc (B)(4) and (B)(4)). Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably usage related. Rationale: there are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. According to the manufacturing process and specified targets it can be excluded that the device has left aag with such sharp-edged burrs at the outer ends of the cutting slot. Most probably the device was not used as intended.

Event description:
It was reported that there was an issue with iq medialized tibia . It was reported that the product tibia cutting guide has a metal burr on the side. There was no patient harm. Additional information was not available. The malfunction is filed under aag (B)(4). Associated medwatch-reports: 9610612-2019-00741 ((B)(4) ns407r).